Event description:
It was reported that during the implant procedure, it was difficult to insert the lead in the pulse generator header; the device measured high lead impedances. After multiple attempts the lead was inserted in the header and impedances were measured within range.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.